Event description:
Customer reported receiving a reading of 68 mg/dl on her adc meter which was lower than she felt and experiencing symptoms that were described as "blurry vision, sweating, thirsty, went to the bathroom a lot". Customer reported self-treating with water. Customer was brought to a local health care facility by her husband, where a reading of 300 mg/dl (unknown whether this was a reading obtained on hcp meter or via lab) was receive, customer was diagnosed with hyperglycemia and treated with intravenous solution with electrolytes because "she was dehydrated". There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. Given no test strips were returned for investigation, retained test strip samples from the same lot reported by the customer (1279243) were tested with control solution. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The products have been requested back for an investigation. A follow up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.